Event description:
It was reported that the ventilator would not cycle a breath with an audible alarm and it also failed the leak test. The ventilator was not on a patient when the reported problem occurred.